Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during dwell two of four on the homechoice (hc). The home patient (hp) was connected at the time of the event. The hp stated the connection to the supply bag was loose and the bag fell off the cassette line. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This complaint is for a report of a use error during a system error 2240, where the home patient stated that the supply bag came disconnected. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. Section ¿warnings and cautions¿ instruct the user ¿place the solution bags on a flat, stable surface to prevent bags from falling. Fallings bags can result in a disconnect or leak. Possible contamination of the fluid or fluid pathways can result if a fluid leak occurs.¿ a formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.